Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A ventricular assist device was used to support an atherectomy procedure using a diamondback 360 coronary orbital atherectomy device. Balloon angioplasty was performed, and covered stents were placed in the left anterior descending (lad) artery. Three distal to proximal treatments were performed on low speed in a 99% stenosed, 5 mm diameter, tight ostial lesion with severe calcification in the proximal right coronary artery (rca) without issue. A fourth treatment was performed, and a perforation was observed. A covered stent was deployed but did not resolve the perforation. A second stent was unable to be delivered. Pericardiocentesis was performed. The patient expired.